Event description:
In 2007, a c-ppd-850 was placed in a newborn male pt born in the nicu at children's hops. . . At that time, there was no evidence of a problem (11pm), at (4am) . . The neonatal nurse noticed that there was a break at the catheter hub on the device. They repaired the device by placing a blunt needle down the catheter . . . So that they could still continue using the device. As a result of this event, the pt incurred a pneumothorax. They were able to save the chest tube and continue draining the pleural sac. As of 3 days later . . . The catheter is still in place and working. An attending surgeon placed 1st tube which was draining fluid . . . Then they placed a second furham pigtail drainage tube to evacuate the air caused by the pneumothorax. As of this date, both tubes are working; however, due to the nature of the child's illness, not caused by the c-ppd-850, this child is expected to expire. Pt was on ECMO, hfov, and nitric oxide who was a post diaphragmatic hernia repair.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. Unfortunately, without the actual complaint device, it is not possible to determine why the tubing broke. However, it is possible the tubing broke due to degradation as the result of environmental conditions rather than being a non-confomring product. The security of the fitting is verified 100% by our qc dept prior to further processing. We will, however, continue to monitor for similar situations.